Manufacturer narrative:
The instrument arrived in a clean status without visible damage. The investigation was carried out visually and microscopically with the digital microscope and the digital camera. We made a visual inspection of the instrument. Here we found burrs on the cutting edge. Furthermore we made a cutting test according to the guardus test plan. The test material was not completely and smoothly cut. The product does not require batch management; a review of the device quality and manufacturing history records is not possible. The root cause of the problem is most probably usage related. According to the quality standard a materials defects and production error can be excluded. Additionally according to guardus test plan the following checks are carried out: 1. Precise movement is equality light. 2. No dead movement or wobbling in the end. 3. No lateral pushing of thejaw. 4. Cutting test: when cutting through the polybag, the plier must not pluck or hook. The test materials must be completely and smoothly cut. Test material: polybag 0.04mm. 30059555. Investigation lead to excerpt from IFU: investigations lead to the assumption that the burrs and described usage error were causes by an improper handling due to an excessive load. The cutting edges could have been damaged due to the excessive load and the jaw parts could have been deformed and overstrained. There the instrument can no longer cut completely and smoothly. This could have been caused by grasping and cutting wrong or too much tissue samples. Furthermore according the instruction for the use following points must be observed. Excerpt from IFU: remove the transport packaging and clean the new product, either manually or mechanically, prior to its initial sterilization. Check that the product functions correctly. No CAPA necessary associated medwatch reports: 9610612-2018-00606. 9610612-2018-00607 (this report).

Manufacturer narrative:
Exemption number: e2014018. Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that during collection of a sample, the biopsy punch stopped biting. This resulted in a short delay of the procedure; however, no patient harm occurred. The report indicates this is the second issue with this device this year, date of occurrence of first occurrence is unknown at the time of this report. All medwatch reports associated with these reported incidents include: 9610612-2018-00606 , 1st occurrence.